Event description:
The complainant reported that the clinician performed an implant of an advantage sling system in a female pt. Subsequent to the procedure (date unk), the pt presented with pelvic pain. It was determined that the pain was as of a result of problems with the device mesh. Surgery was performed to alleviate the discomfort, at which time, it was found that a portion of the device mesh had adhered to the pt's pelvic bone. That portion of the mesh was removed from the pt. The complainant reported that once the mesh was removed, the pt felt immediate relief from the pain. The pt was reported as "now continent and doing well."

Manufacturer narrative:
Event date is unk. The lot number is not known; therefore, the device expiration date can not be determined. The implant date is unk. The lot number is not known; therefore, the device manufacture date can not be determined. The complainant indicated that the device will not be returned for eval as it remains implanted in the pt; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.